Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the device was returned un-sheathed, and the embolization coil had offset coil winds. If the device is manipulated against resistance, damage such as offset coil winds may occur. During functional testing, the ruby coil was re-sheathed, and then advanced through its introducer sheath without an issue. The ruby coil was advanced through a demonstration lantern without an issue. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil within its introducer sheath, the physician experienced resistance. It was reported that the physician re-sheathed and inspected the ruby coil and no issue was found. The physician then tried to readvance the ruby coil; however, the same issue occurred. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.